Event description:
Medtronic hawk atherectomy device has defects with the device not working and getting stuck on the interventional wire and the cutter window defects and will not close. Medtronic will not address the issue and these problems have persisted for years. We see if firsthand when this device is used and patient care is compromised but medtronic will not address this because this device is a major revenue generator for medtronic.